Event description:
It was reported that during a scheduled retrieval, the filter was removed without difficulty; however, the f/u angiogram demonstrated a detached filter leg emerging from the distal end of the introducer sheath. A pta balloon was inflated within the sheath to hold the detached leg against the sheath, and the balloon and detached limb were simultaneously removed from the pt. No report of pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.